Event description:
It was reported that the ipg was no longer holding a charge and was unable to connect with the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the years.